Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
A patient specific prescription form has been received for a revision device due to "distal femur aseptic loosening - loosening femoral collar with associated fracture."

Event description:
A patient specific prescription form has been received for a revision device due to "distal femur aseptic loosening - loosening femoral collar with associated fracture".

Manufacturer narrative:
Reported event: an event regarding loosening involving a patient specific, distal femur, femoral stem was reported. The event was confirmed by x ray review. Method & results: device evaluation and results: not performed as product was not returned. Clinician review: a review of the provided x-rays by a clinical consultant indicated: the implant in situ was for distal femoral replacement which was inserted on 25mar2010. The surgeon reported distal femur aseptic loosening - loosening femoral collar with associated fracture. The CT image provided shows massive radiolucency around the stem with gross fragmented cement mantle. The bone has experienced severe remodelling and resorption, with fracture underneath the lateral plate near the resection. Therefore, the radiographic review can confirm the clinical report and reason for revision. Device history review: review of the product history records indicate the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the lot referenced conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information including operative reports, pathology reports, progress notes, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.